Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of an evoque in tricuspid position where the site shared that patient implanted with evoque 48mm valve received new permanent pacemaker. The initial procedure was noted as uneventful. Baseline rhythm was junctional with incomplete right bundle branch block. The site reported that on post-operative day 7, the patient was found to be bradycardic with heart rate in 30s and the decision was made to implant a micra device.

Manufacturer narrative:
The complaint for valve interacts with conduction system was confirmed with other empirical evidence via information provided by edwards clinical specialist. It was noted that on post-operative day 7, the patient was found to be bradycardic with heart rate in 30s and the decision was made to implant a micra device. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. The reported conduction disturbance does not allege a malfunction that could be related to an edwards manufacturing deficiency. However, a definite root cause is unable to be determined.